Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a hcp office staffer that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer's hcp believes the pump caused the low. The customer was having lows for a couple of days. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller did not have further details and the customer was in the ICU. The insulin pump will not be returned for analysis.